Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-29us, serial #: (B)(6), ubd: 01-oct-2023, UDI#: (B)(4) this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this 29mm transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical valve with severe aortic regurgitation, a pre-balloon aortic valvuloplasty (bav) was performed with a 25 millimeter (mm) non-medtronic (z-med) balloon. The valve was loaded once and the load was checked using visual, tactile, and fluoroscopy methods. No misload was identified. During the initial implant, on the first deployment attempt, it was reported that an infold due to the calcified fusion of the aortic valve had occurred. The valve was recaptured and upon the second deployment, the infold was more severe. Multiple attempts were made to position the valve. However, on each attempt, the valve dislodged ventricular and appeared to be positioned too deep on the left cusp. It was believed that the issue was caused by the 29mm valve being too oversized. The valve was recaptured and withdrawn from the patient. A pre-bav was performed using a 26 mm non-medtronic (true) balloon and a 26mm valve was successfully implanted at a depth of 6-8mm. No adverse patient effects were reported.